Manufacturer narrative:
Review of the instrument batch manufacturing records confirmed that the product batch is in specification. According to long-term pms data of inion cps and cps baby, a complication-to-operation ratio presented for the related risks below is: inion cps instrument fitting /implant picking problems is 0.02 % inion cps baby instrument fitting /implant picking problems is 0.03 % the investigation conclusions could not be established. Inion requested the initial reporter to send the screwdriver shafts used in the operation to inion, in order to inspect the devices in question. Additional information related to the infection was also requested in order to determine whether the infection was inion device-related. However, response was not received. The investigation will be continued in case inion receives the requested additional information.

Event description:
During a surgical procedure with inion cps and cps baby implants, there was a delay in the initial operation due to screw picking and insertion problems with the inion screwdriver. Additionally, the patient has suffered from postoperative infection and has got antibiotic treatment. A reoperation is planned to remove inion implants and replace them with titanium implants.